Manufacturer narrative:
Device sample is not available for investigation. DHR review - no issues or discrepancies were found which could potentially relate to this complaint. No non-conformance reports were originated for the lot # reported. The product assembled and inspected according to our specifications. Customer complaint cannot be confirmed due to lack of product sample to perform a proper investigation and determine a root cause. No corrective actions taken.

Event description:
Received complaint via medwatch from FDA. The complaint was reported as: while surgeon was using the fixt suture, the dilator came off the end of the suture. Surgeon attempted to find it and could not locate it. It was decided to be left in the pt. No reported pt consequence.